Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient appeared in clinic on (B)(6) 2018 where the patient¿s electrograms were reviewed. There was an episode reflected on (B)(6) 2018 which was determined to be a loss of pocket contact which resulted in one episode of intermittent undersensing. The patient was stable throughout.